Event description:
It was reported that the patient presented to the emergency department with a rapid heartbeat. The atrial lead had both oversensing and undersensing. The physician reprogrammed the lead and it remains in use. It was further reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).